Event description:
Pt reported obtaining a blood glucose result of 224 mg/dl, while using the suspect device. Pt indicated that blood glucose was immediately retested, on a physician's device, with a result of 112 mg/dl. No pt injury was reported and no treatment was received. Qc testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.